Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2014-08013 / 0001825034-2014-08014).

Event description:
It was reported patient underwent an initial total hip arthroplasty procedure on (B)(6) 2014. Subsequently, once the patient was taken into recovery and radiographs were performed, it was determined that the patient¿s hip had dislocated. The patient was taken back into surgery and it was noted that the liner was not seated correctly. The surgeon readjusted the liner and tried to re-implant the ring; however, the ring was bent and another ring was used to complete the procedure. There was a delay of greater than 30 minutes during the second procedure.